Manufacturer narrative:
E1: (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 27-may-2024, it was reported that the one infusion set sensor was fell off. No further information available.